Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated the user experienced possible over delivery of insulin while using the insulin pump. The user alleged the insulin pump was delivering more insulin then they needed. Customer was advised to turn off the auto mode feature for six days and monitor the issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.